Event description:
The customer called and reported experiencing high blood glucose close to 1000 mg/dl, which began on (B)(6), 2015. Customer also stated that he or she was hospitalized with high blood glucose on (B)(6), 2015, after feeling weak and sick. Customer was treated with an intravenous drip. Customer did not wish to troubleshoot at the time of the report, at which point customer's blood glucose was over 500 mg/dl, which had not been treated. Customer experienced the symptom of vomiting. The customer called back again on (B)(6), 2015 and stated when the infusion set was put in, it kinked. Customer's blood glucose during this call was 418 mg/dl. During troubleshooting, the drive support cap on the insulin pump appeared normal and the high pressure test was passed. Customer was advised to change entire set, reservoir, and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.